Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, according to the biomed when the base was connected to alternating current (a/c), the green indicator light on the universal power supply (ups) did not illuminate. The device was not changed out, as the perfusionist decided to use the base as is since everything else was working, even on battery backup. When the base was on battery backup, the rest of the lights illuminated and the battery back up worked fine. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. The field service representative (fsr) changed the bulb in the universal power supply (ups).